Event description:
It was reported that a tvt procedure was completed in the fall of 1999. Following the procedure the pt developed obstructive symptoms followed by irritative symptoms and leakage. The pt had recurrent infection and failed medical therapy. The pt was referred to a urologist who performed cystoscopy and diagnosed a posterior urethral erosion with urethrovaginal fistula. The tvt could be seen as eroded into the mid-urethra. The urologist opted to remove 2/3 of the mesh vaginally and repair the urethral floor and placed a martius flap. The pt is doing well after the surgery and is continent without voiding disorder. The pt remains on antibiotics, however, due to persistent point tenderness suprapubically in the vicinity of the tape ends. The pt is scheduled to excise the tape remnants with the presumptive diagnosis of chronic mesh infection.